Event description:
Procedure type: lap gastric bypass. According to the reporter: the device was difficult to toggle and the needle broke. The needle broke inside the pt's cavity and was retrieved from the pt. There was no unanticipated tissue loss as a result of this problem. There was no tissue damage as a result of this problem. There was no blood loss of 500cc or more due to the product problem. No operative time was not extended over thirty minutes due to the product problem.

Manufacturer narrative:
(B)(4). .